Manufacturer narrative:
Per tandem user guide: the pump requires a minimum of 50 units available for delivery after fill tubing has been completed. Fill the syringe with approximately 95 units to have enough to fill your tubing and still have 50 units available for delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Other text : device not returned

Event description:
It was reported that the customer experienced an elevated blood glucose(bg) level of approximately 600 mg/dl. Reportedly, the customer was unable to load a cartridge due to under filling the cartridge causing the elevated bgs. The customer administrated a manual injection to address the bg level. Customer reverted to insulin pens for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 100 units of insulin. Customer's experienced an elevated blood glucose(bg) level of approximately 600 mg/dl. Reportedly, that customer administrated a manual injection to address the high bg. Customer reverted to insulin pens for insulin therapy.